Event description:
It was reported that the catheter balloon was difficult to inflate during pretest.

Manufacturer narrative:
The reported event is unconfirmed. The sample evaluation was completed on 11aug2020. A sample was received inside sterilization pouch inside ziploc bag with sterilization label. The catheter sample was visual inspected at normal room lighting 12-18" from eye with no visual defects seen. The catheter sample was also checked under 7-20x magnification with no issues seen. An inhouse 0.038" guidewire was inserted into the catheter and it passed with no issues. The guidewire was left in place and a new 10cc inflation device was attached to the balloon hub, the catheter was inflated with no issues and held inflation at rated burst pressure (30atm) for 10 minutes. The device was inflated and deflated an additional 5 time with no functional defects. The process engineer repeated the inflation/deflation process and no issues were found. As the device was able to be inflated, there does not appear to be a relationship between the reported event and the device. The device for the same reason would be considered to meet specification as it was able to inflated a rated burst pressure. As the device, according to the IFU, can be used "for monitoring of pressure" or "infusion of medication and/or contrast medium" it is unknown based on the event whether the device was used for treatment of diagnosis. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded." The IFU also contains the following inflation instructions: "inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest.